Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "therma choice endometrial ablation and essure insertion performed on the same day". The patient's medical history included gravida ii, arthralgia multiple, depression and parity 2. Biopsy was done. Smear cervix abnormal. Previously administered products included for an unreported indication: topiramate. Concurrent conditions included fatigue, weight gain, low grade squamous intraepithelial lesion, myalgia, abdominal cramps, back pain, metrorrhagia, dysmenorrhea, obesity, myositis, ovarian cyst, asthma, uterine bleeding, mood swings, vaginal discharge, vulval itching, wisdom teeth removal and uterine enlargement. Concomitant products included camphor;essential oils nos (aerosol spitzner), ciprofloxacin, oenothera biennis oil (primrose), salbutamol sulfate (proventil hfa), sulfamethoxazole, topiramate, trimethoprim and vitamins nos (multivitamin). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia"), pelvic pain ("pain"), migraine ("migraines") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, genital haemorrhage, autoimmune disorder, dyspareunia, migraine and fibromyalgia outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, fibromyalgia, genital haemorrhage, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2010, 3 coils were seen. Inside it had a little bit more bleeding than normal on the left side of the cuff. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: tubal occlusion, uterine cornua were not visualized. Both fallopian tubes demonstrated presence of adhesive insert. Smear cervix - on (B)(6) 2013: low grade squamous intraepithelial lesion. Concerning the injuries reported in this case the following one were confirmed in patient¿s medical record- fibromyalgia, menorrhagia, dysmenorrhea and following event was described in patient's medical record- medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "therma choice endometrial ablation and essure insertion performed on the same day". The patient's medical history included gravida ii, arthralgia multiple, depression and parity 2. Biopsy was done. Smear cervix abnormal. Previously administered products included for an unreported indication: topiramate. Concurrent conditions included fatigue, weight gain, low grade squamous intraepithelial lesion, myalgia, abdominal cramps, back pain, metrorrhagia, dysmenorrhea, obesity, myositis, ovarian cyst, asthma, uterine bleeding, mood swings, vaginal discharge, vulval itching, wisdom teeth removal and uterine enlargement. Concomitant products included camphor;essential oils nos (aerosol spitzner), ciprofloxacin, oenothera biennis oil (primrose), salbutamol sulfate (proventil hfa), sulfamethoxazole, topiramate, trimethoprim and vitamins nos (multivitamin). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia"), pelvic pain ("pain"), migraine ("migraines") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, genital haemorrhage, autoimmune disorder, dyspareunia, migraine and fibromyalgia outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, fibromyalgia, genital haemorrhage, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2010, 3 coils were seen. Inside it had a little bit more bleeding than normal on the left side of the cuff. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: tubal occlusion, uterine cornua were not visualized. Both fallopian tubes demonstrated presence of adhesive insert. Smear cervix - on (B)(6) 2013: low grade squamous intraepithelial lesion. Concerning the injuries reported in this case the following one were confirmed in patient¿s medical record- fibromyalgia, menorrhagia, dysmenorrhea and following event was described in patient's medical record- medical device monitoring error. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.